Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The customer reported to philips that the x-ray tube was defective. Philips was unable to confirm the allegation regarding the x-ray tube defective, as the quotation was not accepted and service was canceled by the customer and the hospital's in-house maintenance staff resolved the issue by repeatedly unplugging and reconnecting the high-voltage cable. After which, the system was returned to good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray tube was defective. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.